Manufacturer narrative:
H3 other text : device returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged black particles in water chamber and tubing, and it is making sick. There was no report of patient harm or injury. The device was returned to the manufacturer for the evaluation.